Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was 189 mg/dl. The customer reported that they were able to clear the alarm. The customer was not able to complete rewind during normal bolus. The insulin pump will not be returned for analysis.